Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2019-03559. It was reported that the patient was hospitalized for dyspnea following trial implant. The patient's trial lead stimulation remained on during the patient's stay. The patient was released from the hospital with no further intervention.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-03559.